Manufacturer narrative:
February 11, 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly on (B)(6) 2011, upon interrogation of the device involved in this MDR report, a message was displayed stating the device was in fallback mode switch; therefore, the physician wanted to access to the corresponding recorded episode(s); however, no episode was available. He quit the programmer session and re-interrogated the device; but there was still no episode available. When the recorded pt files were reviewed with a company representative, no data were available in the aida memory screen. The physician requested an explanation for these observations.